Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose level of 505mg/dl which led to an emergency room (ER) visit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.